Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with high ventricular events noted in device. Upon review of the episodes, noise on the atrial and ventricular leads were noted. Patient was dependent but did not complain of any dizziness or black out spells. Noise was able to be created with arm movements. Lead revision was discussed but had not yet been done. Patient was stable. Related manufacturer reference number: 2017865-2019-17245.

Event description:
New information notes that the noise had reoccurred. It was reproducible with isometrics. Programming changes were made. Physician chose not to do a revision. Patient would continue to be monitored.